Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: review of the black box data and pump histories revealed no occlusion alarms recorded. The pump histories showed the pump was in use for less than one hour. On investigation, rewind, load cartridge, and prime steps were performed successfully. The force sensor calibration test confirmed the sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced and pump gave the appropriate visual and audible "occlusion detected" alarms. Investigation did not confirm nor duplicate the occlusion alarm complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging and occlusion (absence of occlusion alarm) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.